Event description:
It was reported that during an unknown procedure, after firing, the handle would not release for the next firing. It was unknown how the procedure was completed. No additional information is available. There was no patient consequence.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The analysis results found that the er320 device was returned partially cycled. The cycle was completed in order to perform functional testing and one clip was fed; the clip was removed in order to measure jaws width and they were found to be in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining clips as intended. However, the lockout mechanism was found to be non-functional. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred; no conclusion could be reached as to what may have caused the reported incident.